Event description:
Customer reported he received the following results on 2 different meters within 10 minutes: 82 mg/dl (aviva combo system) and 45 mg/dl (compact plus system). No adverse event due to the device reported. The alleged product is not available to return for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the compact plus system. Reference medwatch report with patient identifier (B)(6) for the aviva combo system. Device will not be returned.